Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If any further relevant information is obtained, then a supplemental medwatch will be filed.

Event description:
A customer contacted global technical service (gts) regarding the home patient (hp) disconnecting from the homechoice (hc). The hc alarmed with a system error 2240 (air in tubing) alarm. The patient was not connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had disconnected prior to the alarm and reconnected after the alarm. The bags were properly connected and there was not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The tsr explained the system error 2240 alarm to the hp and recommended contacting the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.